Event description:
A report was received that the patient was experiencing ipg discomfort. The patient underwent a revision procedure wherein the battery was moved from her upper back to her buttocks and was reportedly doing well.